Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter thoracic aortic dissection with a bovine arch. There was moderate ca throughout the dta, with heavy segment 140 mm distal to lsa. Calcified bilateral 8 mm access. A sentrant sheath was used for endovascular treatment. There was successful endovascular repair with two valiant stent grafts in the descending thoracic aorta. The 34x30x150 valiant captiva was placed bareback and a 22 fr sentrant sheath was placed in the mid right common iliac artery to back fill the 8 mm hole. At the end of the case, upon removal of the sheath, resistance was met and the physician stated that they did a small rotation and resistance was released and the sheath was removed. The patient's pressure dropped immediately and a retroperitoneal incision was made and the right iliac was clamped and quickly repaired. However, after chest compressions and shocking to get rhythm back, the patient expired. The physician stated the cause of death was due to the perforation of the right iliac and there was not enough blood reserve to sustain that type of injury.

Manufacturer narrative:
Product analysis results are: the exact cause of vessel perforation during implant procedure leading to blood loss which resulted in the patient death could not be conclusively determined from the pre-implant 3d recon report. The films during implant procedure were not provided. It is possible that using a 22 fr sentrant sheath during the implant procedure and/or rotating during removal of the sheath in heavily calcified right common iliac artery may have contributed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.